Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted the root cause of the event was likely due to misuse and the component was possibly not inspected for wear and disfigurement prior to use, which may have prevented the use of the instrument and its failure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. A previous medwatch report was submitted to report on associated product involved in this event. Please reference manufacturer report number 0009610576-2014-00022.

Event description:
It was reported that patient underwent a left total knee arthroplasty on (B)(6) 2013. Subsequently, a revision procedure was performed on (B)(6) 2014 due to the locking bar backing out of the tibial bearing.